Event description:
It was reported that the cassette reservoir was leaking during compounding. The drug contained was hydromorphone. No patient was involved.

Manufacturer narrative:
Four used samples were received to perform an investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The samples were visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. No unusual conditions were observed. Functional testing was performed using a leak test. The reported problem was confirmed as all four units were found to leak on the joint of the tube with the bag. The problem source was determined to be manufacturing. A corrective and preventive action (CAPA) was initiated to address this issue. The sealing machine was repaired to eliminate the weak seal in that area. A quality alert was placed on the magnus leak tester, to confirm adherence in the performing of the operation. Medwatch (B)(4) received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).